Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.50 x 32 synergy stent, when the stent protector was removed, the stent was unmounted from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.